Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose levels dropped to 8 mg/dl while wearing the pod and an ambulance came to patient's home. Additional information (method of treatment, hospitalization, etc.) Could not be obtained due to inability to follow up with patient.